Manufacturer narrative:
The field service engineer (fse) was on site and identified the issue with two amp boards. To resolve the issue the fse replaced the tarpon amp boards at the fs and fl4 location. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - (B)(4).

Event description:
While performing a preventive maintenance on the customer's fc 500 flow cytometer the field service engineer (fse) observed that the tarpon amp boards at the fs and fl4 location were faulty. There was no report of death, injury, or change to patient treatment as a result of this event.